Event description:
N/a.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. Cerelink monitor was acceptable; icp express read 508. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 5 reports. Other mfg report numbers: 3013886523-2023-00271, 3013886523-2023-00273, 3013886523-2023-00274, 3013886523-2023-00275. A facility reported that after a successful implantation of cerelink sensors and after around 4 hours after implantation, the icp line shows zero and negative numbers between -10 and -47. They used 4 sensors, a new directlink module and they changed the quadhemo (interface used with draeger monitor). All were implanted correctly (directlink was green). Patient was monitored due to neurotrauma with expectation of high icp.